Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was above 600 mg/dl. Customer stated that they received a new insulin pump and it was not working properly. Customer still had high blood glucose. Customer did not receive any insulin flow block, or other alerts on the insulin pump. Customer stated she received it yesterday, she programmed it herself and copied everything from the old pump. Customer stated that they experienced nausea. The insulin pump will not be returned for analysis.